Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in a collateral segment vessel connecting renal, splenic, and portal veins using penumbra coil 400s (pc400s), non-penumbra coils, non-penumbra vascular plug, a non-penumbra microcatheter, a non-penumbra diagnostic catheter, and a non-penumbra sheath. During the procedure, the physician placed two pc400s distal to the aneurysm using the microcatheter. It was reported that a vascular plug was placed but not detached. Then, the physician placed two non-penumbra coils proximal to the aneurysm. Afterwards, while the physician advanced another pc400 through the microcatheter distal to the aneurysm, the pc400 unintentionally detached inside the microcatheter. It was reported that the proximal end of the pc400 was inside the microcatheter and the distal end of the pc400 was inside the vessel. Subsequently, the detached pc400 was removed with difficulty using a pusher wire of a vascular plug and the microcatheter was also removed. The procedure was completed by placing a vascular plug. There was no report of an adverse effect to the patient.